Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that an intraocular lens (iol), part of a preloaded delivery system model pcb00, did not engage. Patient contact was reported. Upon receipt of the returned device there was a handwritten note on the box which indicated that the lens was explanted from the eye of a (B)(6) male patient. No further information was provided.

Manufacturer narrative:
Corrected data: in the initial MDR, section indicated lens was received. The correct date the lens was received at the manufacturing site is as follows: device available for evaluation ¿ yes, returned to manufacturer on 6/06/2017, device returned to manufacturer ¿ yes. In the initial MDR, patient code: (B)(4) reported as explant of the intraocular lens. However, based on the investigation of the returned lens, the lens did not enter the eye fully as lens was stuck and did not engage. Patient code of (B)(4) for explant no longer applies. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the lens of the preload system was observed stuck in the cartridge tip, confirming the customer''s reported event of lens would not engage. The leading haptic was observed not folded and out of the cartridge tip. The reported issue was verified in the returned sample. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.